Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was in 50 mg/dl at the time of the event and was treated with food. The customer stated that they broke the belt clip and it just fell apart in their hand. The customer stated that their healthcare professional had made a lot of adjustments to the settings as the customer¿s blood glucose always goes up and down. The customer was experiencing low blood glucose for 30 minutes to an hour. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the drive support cap appears normal or slightly indented. The customer does not allege that the insulin pump was over delivering. The customer stated that the insulin pump had a blank display. The insulin pump was neither dropped nor bumped. The customer stated that the contacts on the battery cap were not missing or damaged. The customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to connector broken noted.